Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea has issue with exhaled vt after replacing ett with torn cuff due to low return volumes. They swapped the unit out. There was no patient harm reported with this event.